Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2015. 2615-visibility/palpability. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "pain, lump/nodule, inflammation/irritation, and visibility/palpability" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, lump/nodule, inflammation/irritation, and visibility/palpability.

Event description:
Patient reported "hardening of the breast", "hard knots or lumps surrounding the implant or in the armpit", and "unusual pain, tingling, swelling, numbness, or burning of the breast." Patient representative additionally reported left side "pain and suffering." Device has been explanted. This record is for the left side.